Manufacturer narrative:
Initial 2 of 3. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported three issues that the patient went to ER (emergency room) and was subsequently hospitalized and admitted to intensive care unit due to high blood glucose levels over 400 mg/dl and was treated with intravenous and fluids of saline and insulin on (B)(6) 2026.